Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: lot-10d526: ethicon side affected: unknown. Quantity affected: 1. Quantity available to be returned: 2. Reason product is not available: available. List any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No. Was there a significant delay? No. If available, provide the product order number (po). Do you need product packaging to send the product back? Yes. This parcel contains biohazardous materials and/or materials used during a medical procedure: no. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and barbed suture was used. Needle coming off of suture during use. No reported patient consequences. Additional information has been requested.